Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not be returned for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. The recipient is successfully using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device migration. The recipient presented with poor performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.